Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker works sometimes and not sometimes, and that turning the monitor off and on can sometimes change the customer was not able to verify if the device was in clinical use at the time the issue was discovered, or if there was any patient harm.